Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. The immucor laboratory also received and tested the blood sample from the customer site, and tested it against retention product on (B)(6) 2016. This blood sample testing yielded unexpected negative outcomes, which reproduced the customer's observations. Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess instrument test well images in question.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.